Event description:
It was reported the patient is deceased and died approximately three months after implantable cardioverter defibrillator (ICD) replacement. The patient was brought to the emergency room (ER) due to syncope. The patient was found by paramedics pulseless. When the manufacturer¿s representative arrived in the ER the patient was intubated and device interrogation revealed electrical capture on all three leads. No pulse was palpable and the patient was noted to be in pulseless electrical activity (pea). Resuscitation efforts were started by the staff. During CPR the patient went into ventricular tachycardia (vt) and was manually shocked with 35 joules internally by direction of the physician to expedite therapy. Vt is reported to have broken and the patient was back in a paced rhythm. The patient was unable to be resuscitated and died. The cause of death is reported to be cardio/pulmonary arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg implantable cardioverter defibrillator (ICD) implanted: 2013-(B)(6); 419588 implantable pacing lead implanted: 2009-(B)(6); 407652 implantable pacing lead implanted: 2008-(B)(6). (B)(4).